Event description:
It was reported that an alert/notification settings issue occurred. On 08/17/2024, around 3pm, the patient was feeling dizzy and lost consciousness. Emergency medical service (ems) was called. The patient¿s continuous glucose monitoring (cgm) was 55 mg/dl, and the blood glucose (bg) meter was reading 30 mg/dl. The patient also reported that his dexcom device did not alert him to his hypoglycemic state, and he was only notified of his cgm and bg meter reading after the event occurred. Ems transported the patient to the ER, where the patient regained consciousness. At the ER, the patient had 4 electrocardiogram (ekgs) done and an angiogram, as his troponin level was elevated, which he stated was due to hypoglycemia. He was also treated with the following medications: metoprolol, glucophage, metformin, primadine, humalog, humulin, and atorvastatin. The patient was discharged home after 4 days. The patient was ¿getting better¿ at the time of report. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.